Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml lioresal at 299.8 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient had their pump refilled on the morning of (B)(6) 2019 with the intention of refilling 20 ml of drug and switching the concentration from 500 mcg/ml to 2000 mcg/ml. The refill was successfully performed, however the drug concentration was never updated by the physician assistant via the tablet. The patient went home and the error was caught later that afternoon. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient went back to the office that afternoon. The amount of drug infused was calculated and a modified bridge bolus of 0.196 ml was performed. The issue was resolved and the patient's status was "alive - no injury". No symptoms were reported. No further issues were reported or anticipated.